Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot histories. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while administering the vasoview 6 pro on the lower calf, there was a pea size disruption of the skin which resulted in a white appearance. It was noted that the skin was paper thin so it was not determined if it was due to the skin density, cut of the branches or an actual burn.